Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified a sharp break of the plug strap, creases, yellow particles on the device outer surface, and two curved openings. A leak test and microscopic analysis were performed which identified one sharp opening, a sharp break of the plug strap, and three curved striated openings. A dimension measurement in the shell was performed which identified the thickness within specification. The fill inspection test was performed and identified no blockage in the valve. Based on the device analysis the final assessment is three striated openings assessed as surgical damage, one sharp opening assessed as an unidentified tear opening, and a sharp break of the plug strap assessed as an unidentified tear opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.